Event description:
It was reported that the user experienced a low glucose event after disconnecting for a shower, overeating without announcing dinner, and later reconnecting when glucose was elevated. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included troubleshooting and user education. Investigation of this case revealed user-related factors as the likely contributors to the event, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.